Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation; however, medical records were received and reviewed. The investigation is confirmed for the alleged tilt and perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt and perforation. This information was received from a single source. This malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old male whose weight was not provided.